Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable urea results for two patient samples. Sample 1 initial result was 16.8 mmol/l and the repeat result was 9.3 mmol/l. Sample 2 initial result was <0.5 mmol/l and the repeat results were 5.4 mmol/l and 2.6 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative removed and cleaned all rinse nozzles and found foreign material in one of the rinse nozzles. He ran cell blank measurements, calibration, and qc with passing results. The investigation determined the root cause was cell carryover caused by an insufficient volume of cell rinse water due to the foreign material.